Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during implant the right atrial (ra) lead was placed in the patient and the helix on the lead would not come out after more than 15 turns. The physician then took the lead out of the patient and attempted to extend the helix on the table. After more than 30 turns, the helix finally popped out. The rotation tool had so much torque built up that it spun backward. At this point, the physician inspected the helix on the lead and determined that it was bent. There was some tissue trapped in the helix. The physician did not know if the tissue was blocking the helix causing it to bend or if the helix was shipped bent. A new lead was then implanted into the patient. No patient complications have been reported as a result of this event.